Event description:
Medtronic (covidien) received report that two pipeline flex devices did not open during a procedure. The first pipeline flex (MDR # 2029214-2015-00777) would not expand and was removed from the patient. A second pipeline flex (MDR # 2029214-2015-00778) also would not fully expand, was recaptured, and removed from the patient. Another pipeline device was used successfully. The patient was discharged the next day. The patient¿s current condition was reported as good. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The microcatheter, pushwire and pipeline flex were returned for evaluation. The pushwire was found outside microcatheter. The pipeline flex was not attached to the pushwire. The distal hypotube was found to be stretched. The distal and proximal ends of the pipeline were found fully opened with damaged braid. The catheter body appeared to be damaged near the distal tip. An in-house mandrel was inserted through the catheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on evaluation of the returned devices, the customer's report that the pipeline flex did not expand could not be confirmed. The cause for the experience reported could not be determined as the pipeline flex was returned fully opened with damaged braid. It is possible that the damage to the braid, pushwire and catheter may have contributed to the reported issue subsequently causing failure to open. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. This event is also reported in MDR # 2029214-2015-00778. (B)(4).